Manufacturer narrative:
Follow-up (1/17/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/8/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a product usability issue with her one touch ultramini meter. The patient stated she is not able to use the meter because it is too small. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient alleged the issue first started on ¿(B)(6) 2013 or (B)(6) 2013¿. The patient manages her diabetes with oral medication (glimepiride- 10 mg, 1 x a day; metformin, unknown dosage) and an injectable diabetes medication (byetta- 5 mcg, 2 x a day). The patient stated she took a decreased dose of medication (byetta- 5 mcg) in response to the alleged issue. The patient claimed, a few days after the alleged issue occurred, she developed symptoms of ¿eyesight fluctuate, lightheaded, drunk acting, nauseous¿. The patient stated she called emergency medical services (ems) and they started her on IV fluids. Ems then brought the patient to the emergency room (ER) where her blood glucose was tested. The patient does not recall the results obtained while at the ER; however, she mentioned it was a ¿high glucose¿. The patient stated, the health care professional¿s (hcp) at the ER continued to monitor her and had the patient continue with her usual dose of medication (unknown type and dosage). The patient confirmed she didn¿t receive any further treatment at the ER. The patient stated, she began to feel better 18 hours, afterwards, and was released. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.